Event description:
Pt implanted with a va-lcp distal radius plate for a complex intra-articular distal radius corrective osteotomy on (B)(6) 2012. Pt was pain free until f/u x-rays taken (B)(6) 2012 showed a broken dorsal plate at the narrow point of the metal in the screw hole. Some palmar displacement noted which may require further orif if the union is delayed. The broken plate was not removed.

Manufacturer narrative:
The mfg documents were reviewed and no complaint related issues were found.